Event description:
It was reported that the patient received an inappropriate shock. It was also reported that the right ventricular (rv) lead had oversensing. The rv high voltage therapy has been turned off. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.